Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed. During the deployment procedure the tissue dilator was advanced over the locator fairly aggressive while tension was held on the locator. The white stripe on the locator was identified and the sheath was then advanced over the dilator until the blue strip was identified and lined up with the hub of the delivery sheath. At that point the operator experienced difficulty in retracing the j segment. The operator advanced the locator slightly forward into the artery to retract the j segment and then pulled the dilator out separately with the locator still in place. When the operator attempted to remove the locator they met resistance. At that point they aggressively pulled the locator out and placed the collagen plug. Hemostasis was achieved. While pressure was being held post-deployment the operator noted that the j segment was missing from the locator. The locator was cut open to see if the j segment was still attached, but it was missing. After hemostasis was achieved, fluroscopy was used to identify the j segment in the patient. The location was difficult to determine, but apeared to be in the tissue tract. No mention was made of the j segment being removed. No further complications were reported.